Manufacturer narrative:
The returned screw was evaluated. The tulip was found to have splayed open as described by the reporter. The cause of device damage can be attributed to the forces experienced by the screw in vivo. As reported, the accompanying rod of the construct fractured postoperatively which forced the screw to splay and the plug to loosen. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2017-00253 thru 3012447612-2017-00255.

Event description:
It was reported that a revision surgery was performed to address post-operative device issues: a rod broke and the tulips of two pedicle screws splayed allowing the plugs to loosen. The devices were removed and replaced with new devices. This is report one of three for this event.